Manufacturer narrative:
A review of the device history records (dhrs) for the lots and ster. Numbers involved was conducted. No pre-existing anomalies were identified among the devices manufactured within the same lots and ster numbers. This is the only complaint registered with these lots. A final mrd will be submitted upon completion of the investigation.

Event description:
Reverse smr implant revised on (B)(6) 2026 due to patient pain, less rom and surgeon believed that the shoulder was "too tight". Glenosphere and liner downsized, osteophytes on inferior glenoid cleared to ensure no impingement. The devices were in situ for 2 years. The explanted components included: smr rev. Hp lat. Liner medium (product code 1362.09.115, lot n. 2320864, ster. N. 2300864). Smr connector small std (product code 1374.15.310, lot n. 2319557, ster. N. 2300237). Smr reverse hp glenosph. 44 mm (product code 1374.50.440, lot n. 2328008, ster. N. 2300259). Patient is male, 71 years old. Event happened in australia.